Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported the system generated an error #319. Logs reflect the error #319 was pointing to the acc node in universal surgical manipulator (usm) #1. The staff had hard power cycled the system with no change. Clinical sales representative (csr) contacted isi tse the next day to inquire about the error that occurred yesterday. Reviewed error logs with csr. Isi field service engineer (fse) was dispatched to site to further troubleshoot. Intuitive followed up and confirmed issue was identified after ports were placed. Procedure was completed but was unable to start following case. The case was completed with all four arms. Surgeon was able to undock and redock multiple times to gain usage. It was a benign hysterectomy.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on field evaluation. However, failure analysis is not complete.

Manufacturer narrative:
The universal surgical manipulator (usm) was installed onto a golden system where the 319 error was triggered indicating fault on the carriage. The usm was then installed onto a patient fixture test platform (pftp) where 319 was found to be failing on the carriage acc. Upon visual inspection, rolling loop fiber assembly is misaligned. Once testing was completed, the rolling loop fiber was aba tested and was verified to be the source of the fault. The probable root cause of error 319 may be attributed to a faulty system component. When communication through this component is interrupted, the system is placed in an unrecoverable soft-lock mode and this error can be resolved with a power cycle.

Event description:
Refer to h11 for follow-up information.